Manufacturer narrative:
H4: the lot was manufactured from december 03, 2019 - december 05, 2019. H10: the actual device was received for evaluation. The sample was returned containing 62 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. After the expected infusion time of 24 hours, the device was not "totally empty". The device had been filled with piperacillin/tazobactam 12g with 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.